Event description:
It was reported that the tip of the driver broke off during removal of a set screw to extend the construct for degenerative disc disease. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. Material hardness confirmed to be out of print specification. The above findings are consistent with manufacturing error.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.